Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting. Review of the system log file showed that the malfunctioning was in the flexvision pc. Upon further troubleshooting action, the fse checked that the flexvision pc with diagnostic software and the bios battery. The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installing the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system does not start. The device was not in clinical use. Philips has started an investigation of the complaint.